Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump vibration was short and weak. Reportedly, the customer experienced difficulty feeling the vibration while the pump was being worn in a case. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would like for the pump to have stronger vibrations.